Manufacturer narrative:
The impella device was not received from the customer; therefore, an evaluation/analysis of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a patient with cardiomyopathy was implanted with an impella 5.5 device for mechanical circulatory support and experienced ventricular tachycardia. The patient subsequently expired. The patient was initially implanted with an impella cp with extra corporeal membrane oxygenation (ECMO). After approximately six days on these therapies, the decision was made to escalated to an impella 5.5 which was completed and decannulate ECMO. The next day after start of the impella 5.5 support, the patient was getting ready to be taken to the catheterization lab for intervention and went into refractory ventricular tachycardia. The critical care team was unable to break the ventricular tachycardia., and the patient expired. The family made the decision to withdrawal care at this point.

Manufacturer narrative:
The device was not returned; therefore, an evaluation/analysis of the device was not possible. The investigation was completed and noted a device history record review confirmed the device passed all the post sterile inspection checks. Regarding the ventricular fibrillation, in order to make a root cause determination, all of the clinical details would have to be provided. The root cause of the injury was unable to be determined due to insufficient clinical details. H6 investigation: type, findings and conclusion codes and h6 component code were updated accordingly based on the completed investigation.